Manufacturer narrative:
No device analysis results are available because the device was not returned. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that thrombus was found on the delivery catheter after removal.

Event description:
During cardiomems implant procedure the physician was unable to advance the sensor over the guidewire. Multiple different guidewires were used and a second sensor was attempted without success (second sensor reported under MDR-2023-36518/3004936110-2023-00876) and the procedure was abandoned. The physician reported the patient had tortuous vessels, a large right ventricle and an ivc filter in place that were the cause of the advancement difficulty. There were no adverse consequences to the patient.